Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient stated that his vision was worsened. Clinical reason being mentioned as discomfort with distance and reading vision and they have planned explant with unknown monofocal lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (1.50cyl), 19.5 diopter (add power 2.2/3.2) lens was planned to be replaced with an unspecified, monofocal lens model. Due to the planned exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).